Event description:
(B)(4). This is my essure story. In spring 2012, I was (B)(6) years old, healthy and active. When I underwent the procedure to have the essure done. Six months later, I had the confirmation test done and it showed 100% blockage. That was it, never thought much about it again. About a year later in 2013, I started having a metallic taste in my mouth, I spoke to a doctor about it and they dismissed me saying, it was from the food I eat, so I dismissed it and just got used to the taste. Sometime in 2013, I started having acid reflux occasionally, I started watching what foods caused it then avoided those foods. Before the essure I would have inflammation flare-ups a couple times a year, but having previously been diagnosed with rheumatic fever in 2007, I didn't think anything of them. Rheumatic fever(rf) is caused by strep throat. My flare-ups started becoming more frequent after having the essure, every 2-3 months instead of 2-3 times a year, but doctors dismissed my concerns since I was already diagnosed rf. During this time (2013), I started noticing my stomach would get upset (caused immediate diarrhea) if I ate yogurt or a bowl of ice cream, I ended up having to cut yogurt out of my diet completely and could only eat small bowls of ice cream. By 2015, I couldn't even eat a tiny bowl of ice cream, or have milk in my cereal. I ended up switching all dairy to almond milk, so that my stomach wouldn't be upset. (B)(6) 2015 is when everything truly changed for me. Up to this point, I was a pretty healthy, happy and active single mom with 2 daughters in a committed relationship. I worked and went to a community college full time working on 2 associates degrees. The night of (B)(6) 2015 I went to bed feeling fine and without pain. The early morning of (B)(6) 2015 I went to turn over in bed and felt a shooting pain in my lower back/inside hip/pelvic area, I laid there thinking I must have moved wrong and if I just relax then the pain will go away. I fell back asleep for a couple hours, when I woke back up, I could barely move the pain was so bad. I couldn't even sit up or get out of bed on my own, so I woke up my teenage daughter to help me. When I got out of bed I couldn't stand up straight the pain was so bad, I went straight to the ER. In the ER, the doctor diagnosed me with sciatica without doing any tests or waiting for the x-ray to come back, he gave me pain meds and a muscle relaxer, sent me home saying it would be better in a couple days if I took it easy and used a heating pad to relax the muscles. So, I took the meds as prescribed, used a heating pad for 20 minutes every other hour but the pain just kept getting worse. I couldn't lay down in bed, being straight hurt too much, so I slept in a recliner. I could barely stand up straight, had to start using a cane to help me walk. Going from standing to sitting or vice versa caused excruciating pain. Nothing was helping but by now it was (B)(6) and I just wanted to get through the holiday with my kids then I planned on going back to the doctor. By (B)(6) night, I couldn't even drive, the pain was so bad. My kids and I went to my family's celebration, I honestly don't remember much of it, I was in so much pain. I needed help sitting or standing. I needed help walking, it was horrible. My sister wanted to take me to the ER but I didn't want to ruin my kids (B)(6), so I said I would go the day after (B)(6). Well, (B)(6) morning when I woke up, I couldn't move my right leg. I could feel it, but I couldn't move it. I was in so much pain that I couldn't get out of the chair I had been sleeping in. I still tried to just push through it, and I tried to celebrate (B)(6) with my daughters. By the afternoon, I still couldn't get out of the chair, so a friend of mine came over then my daughter and her carried me to the car (I couldn't walk or move). When we arrived at the hospital, a security guard was nice enough to get me a wheel chair and he helped lift me out of the car. I was at the ER for about 6 hours, they gave me a shot of some kind of pain medication, stayed with the sciatica diagnosis even though they didn't do any tests or take any images, then sent me home still without being able to walk. (B)(6) year old woman couldn't walk and they sent me home! We picked up my medications at a drive through pharmacy, then I went home (was carried back inside). My friend made me some food because the doctor said to eat then take the new meds. So I ate, then took the new meds. I immediately started trembling/shaking as if I had hypothermia. I was freezing even though I had a heating pad on and a blanket wrapped around me. My legs were shaking so bad they were bouncing off the floor like the ground was a trampoline, my teeth were chattering so bad I thought I would break them. My oldest daughter laid across my legs trying to hold them down because it was making my pain 100 times worse. My younger daughter was grabbing blankets and wrapping them around me. My friend called 911. An ambulance came, the paramedics had to pick me up to put me on the gurney. By the time they got me into the ambulance, the trembling stopped but left me in way worse pain. I was admitted into the hospital, they did all kinds of x-rays, mris, cat scans, and the only thing they could find was fluid in the iliac muscle. I was put on 2 types of antibiotics, one was vancomycin (I remember because now I know I'm allergic to it). They had all kinds of specialists looking at me (infectious disease, gynecology, surgery, etc) none could figure out why I was in so much pain. They had me on IV and oral pain meds, nothing helped. I was still in excruciating pain. I was in the hospital for 2 weeks, not able to move, never sat up, never laid down flat, never got out of bed, nothing when they decided to discharge me to a physical therapy rehab hospital since they didn't know what to do with me. I remember just lying in bed crying day after day because the pain was so bad. The move to the rehab hospital was horrific. I was forced to stand up, get dressed and then sit in a wheel chair. I cried the whole time. My first day at the rehab hospital, they too forced me out of bed and into a wheel chair, they forced me to lay down flat on a therapy bed, then forced me to try and walk the whole time I was crying and yelling in pain. They sent me back to my room for the doctor to re-evaluate me. When that doctor came to see me, we realized the hospital had lied. Someone was putting in my chart that I had been participating in physical therapy, that my pain was being well managed, etc. Thankfully though, this doctor decided to try something new. Instead of adding another narcotic pain med, he put me on gabapentin. Within 24 hours, I started to feel a little better. Every day he raised the dosage till I was at the maximum allowable dose. I was at the rehab hospital for a week and left in wheelchair but could use a walker for short distances, like inside the house. I continued outpatient physical therapy, saw a primary doctor. It took about 5 months before I was walking completely on my own again and off the pain meds. But my pain wasn't gone and I started having all kinds of other health issues. The doctors blamed it on the medications and said they would go away once I was off, but they didn't. I'm exhausted all the time. No matter how much or how little sleep I get, it's never enough. I've never been one to take naps and now I want to sleep all the time. It doesn't matter if I'm just sitting at home relaxing or out running errands or working, all I want to do is sleep, like I can barely keep my eyes open. I have restless legs, it bothers me about 3-4 times a week. Now that I'm back on gabapentin at night, the restless legs syndrome doesn't bother me as much. When I was in the hospital they found cysts in my left ovary, then again in 2016. I haven't had any more follow up images done yet. Back in (B)(6) 2016 I noticed all my joints were swollen and it wasn't going away. In (B)(6) 2016, I went to the doctor and they did blood work. The initial tests were positive for lupus, so I was referred to a rheumatologist. It took about 6 months for me to get in to see her, she ran about 40 tests and the results pointed to lupus, raynauds syndrome, and crohns disease. Crohns makes sense as I have been having constipation and diarrhea issues constantly since I was in the hospital, so that is almost 18 months now. The rheumatologist also wants me to be tested for sleep apnea, I'm waiting on that referral. I'm also waiting to see a gastroenterologist later this month. My rheumatologist has also told me to cut gluten out of my diet as I have a sensitivity to it now. Since going into the hospital in (B)(6) 2015, I have had pretty much no sex drive and sex causes me excruciating pain in the pelvic area. The pain makes me not want to even be touched. For the past 18 months, I have been so bloated it hurts at times, I gained 40 lbs almost immediately after getting out of the hospital and no matter what I do, I can't lose it. I try to work out 3-4 times a week, I was working on my feet 8 hours a day but I recently lost my job due to my back pain being really bad again and my work didn't care that I have a doctors note taking me off of work to try and manage the pain again. I try not to sit at home and stay busy. Staying home makes me depressed and focus on how much pain I'm in. I've cut diary out of my diet completely. I almost have gluten cut out completely, it's a hard thing to get away from when you don't have the money for expensive, organic foods. On top of the pain I have in my lower back/pelvic/hip area, I also get really bad muscle spasms. A few other symptoms I have are all over body aches, just don't feel good most of the time, when I have menstrual cramps they cause my back/pelvic pain to be way worse. I have seen a ton of doctors and specialists over the past 18 months, done every test asked of me, changed to every med they prescribed me, done every exercise I was told to do, did physical therapy two different times (2015 and 2016), went to a chiropractor several times, saw an acupuncturist, now I see a pain management doctor whose response was I don't think I can help you but I'll try. He was right, it hasn't helped. I've also been diagnosed with coccydynia through all of this without a known cause. I don't know what's causing all this, but I do know I have seen a ton of doctors and none of them can figure it out either. Then an ER doctor recently tells me to look into the essure issues. Maybe it's a coincidence, maybe it isn't. I deserve to feel better. I deserve to have my life back. I don't want more medications, I want a solution. I want some answers. I want help.